Manufacturer narrative:
This report is filed on july 21, 2016.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2016 due to unspecific medical reasons. There are no plans to re-implant the patient with a new device.